Event description:
Philips found during service of the v60 ventilator that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) found during onsite service completed on 07feb2023 that the touchscreen was not responding. The touchscreen was replaced, and the reported issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was received and evaluated in the philips product investigation lab (pil) to test the alleged device issue of the touchscreen not responding. The touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results were confirmed to be the reason for the touchscreen misalignment issue. This confirmed the customers alleged device issue.